Event description:
In 2008, the distributor reported that during inspection it was noticed that the screw head disassembled. The malfunction has resulted in an adverse event in the past. There was no associated pt contact.

Manufacturer narrative:
Did not happen during surgery. Not used during surgery. Requests have been made for the return of the product. Eval is pending upon the return of the product.